Event description:
It was reported that after placing the wire guide, an x-ray showed that the wire guide was in the distal portion of the svc and brachial artery. The physician placed the sheath/dilator over the wire and met resistance. Unable to advance it further, he tried to remove it, but surgery was required for removal. Apparently the sheath was placed incorrectly in another artery; possibly a branch of the ulnar. There were no further complications.